Manufacturer narrative:
Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed fibers/particles and residues of viscoelastic on the cartridge indicating that the unit was handled and prepare for surgical use. Slight distortions were observed at the cartridge tip area. No crack was identified on the cartridge. No specific small piece of particle matter could be identified. The customer's reported complaint as tip deformed was verified, however debris/particles could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant products: healon 0.85 lot ub32157. Bausch and lomb ocucoat lot 026254. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
As the surgeon implanted the intraocular lens (iol), he noticed via microscope that the tip of the cartridge had a deformed shaft and it began to stretch and crack as he advanced the iol through it. He also noted a small piece of particle matter which he aspirated following iol implant. There was no adverse effect on the patient. No additional information was provided to abbott medical optics.